Event description:
The customer stated that he was taken to the emergency room for low blood glucose levels close to 40 mg/dl. The customer stated that he experienced the low blood glucose levels after changing the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. Found that the fixed prime was set to 3.0, which was too high. Advised the customer that this may contribute to low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.